Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1 awb:7754 2474 7356. B3: unknown date in 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the complaint device mntr inner screw (product code: 188342200, lot no: unk)was returned to cq west chester for investigation. All of the returned screws appeared stripped. This could have happened during implantation and explantation. In the provided x-ray, one inner screw can be seen out of the screw head. Functional test: a functional test could not be performed as no mating device was returned but the screw appear stripped which could have resulted in the migration of the device. Can the complaint be replicated with the returned device(s)? The complaint cannot be replicated during inspection. Dimensional inspection: complaint relevant dimension could not be measured due to post manufacturing damage. Document/specification review: the manufacturing date was not available, hence current revision of drawing was reviewed. Complaint confirmed: yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the returned screws were stripped and the complaint condition of migration could be confirmed based on the provided x-ray. A definitive assignable root cause of this could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot no valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. No lot number information was available to perform DHR review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. A photo investigation was performed based on the image a definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: no valid lot number was provided or found in the photos, therefore no DHR review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure for adjacent level fixation and extension of the construct, the set screw was found to be outside the screw head. The initial c5-c6 posterior cervical fixation procedure that was performed in (B)(6) 2020. No surgical delay reported. The procedure was successfully completed. This report is for one (1) mountaineer oct spinal system inner screw 3.5. This is report 1 of 1 for (B)(4).